Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an iab leak on a post-transplant patient. A pink, frothy fluid was noticed in the helium tubing and the iab was removed soon after. There was no reported injury to the patient.

Manufacturer narrative:
Section d. Suspect medical device change serial # (B)(6) to unknown. The reported serial # (B)(6) is invalid. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4). The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The sheath was over the membrane. The extender tubing and pressure tubing were also returned. An inner lumen break within a kink, along with an optical fiber break were observed within the membrane at approximately 26.2cm from the iab tip. Additionally, a catheter tubing kink was also observed near the y-fitting at approximately 76.7cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with blood. Unable to clear the inner lumen. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. The evaluation confirmed the report problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Per complaint handling procedure, this complaint did not meet the requirements for escalation to hhe or crf.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an iab leak on a post-transplant patient. A pink, frothy fluid was noticed in the helium tubing and the iab was removed soon after. There was no reported injury to the patient.